Manufacturer narrative:
Based on the reported complaint and visual evaluation of the returned device, no additional evaluation will be performed as there is no reported failure of this device or visual damage identified. Report four of five for the same event, reference 3003853072-2016-00021-1 and 3003853072-2016-00033 through 3003853072-2016-00034. An additional device was reported as part of the construct that was explanted, however the device has not been returned, reference report five for this event 2184052-2016-00040. No device failure reported or identified.

Event description:
It is reported the patient did well initially. Specific dates were not available, but at some point she had increasing pain and when her rehab doctor did x-rays, a broken screw was discovered. By the time she had seen her surgeon, it was identified that both screws at sacral 1 were fractured. Additional information received on (B)(6) 2016 states fusion did not occur and the patient's current status is recovering.